Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/1/2023, it was reported by a sales representative via email that a shoulder arthroplasty revision surgery took place on (B)(6) 2023 due to an infection. The surgeon removed an ar-9560-28 arthrex univers revers modular glenoid system modular baseplate, an ar-9502f-42lcpc arthrex univers revers suture cup, an ar-9564-2842 arthrex univers revers modular glenoid system glenosphere, an ar-9503l-03 arthrex univers revers humeral insert, (2) ar-9563-20 univers revers modular glenoid system peripheral locking screw, an ar-9562-28nl univers revers modular glenoid system peripheral non-locking screw, an ar-9562-40nl univers revers modular glenoid system peripheral non-locking screw, an ar-9561-25p univers revers modular glenoid system central post modula, and an ar-9501-05p univers revers humeral stem.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Per univers revers¿ shoulder system humeral preparation surgical technique - contraindications - 2. Blood supply limitations and previous infections, which may retard healing. 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. 4. Any active infection or blood supply limitations.

Event description:
Additional information received on 3/1/2023: the original procedure, left reverse shoulder arthroplasty, took place on (B)(6) 2022. The case was completed successfully without any issues. About a week before the revision surgery on (B)(6) 2023, the patient presented at the office visit with redness, swelling, and drainage at the incision site, indicating an infection. A culture was taken off the infection site, and results are still pending. After removing all the implants, the surgeon placed antibiotic spacers to complete the surgery. Currently, the patient is still being treated for the infection but was discharged after the procedure was completed.